Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient's family member alleging ¿her mother was hospitalized due to inhaling toxins¿. Medical intervention was not specified. Additionally, a clinical assessment determined: the manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. However, there are no allegations of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harms reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest possible exposure to foam vocs/particulates would result in any serious harms or death. Therefore, based on available information these allegations of hospitalization due to toxin inhalation, are assessed as not related to the device in this case. The device has not yet been returned to the manufacturer for evaluation. The manufacturer will make attempts to gather additional information and for the retrieval of the device. If any additional information is received, a follow-up report will be filed.